Event description:
Empower sterile surgical laser fiber broke in half where it entered the flexible ureteroscopy scope. After it broke it landed on the drape and burned a tiny hole in drape. No harm was caused to the patient. No harm was caused to any of the staff. Both pieces of the laser fiber were kept and turned in. Fiber will be returned by site staff for failure analysis.